Event description:
This spontaneous report was received on (B)(4) 2010 from a female consumer (age unspecified) reporting on self from (B)(4). Medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified for normal menstruation (route: vaginal, lot number, expiration date and frequency unspecified). One day before reporting, the device unraveled and tore apart while removing. She had to remove the bits that remained. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as possible. No sample was received. No lot number was provided. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report is considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.